Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement

Event description:
Case #00976977 - npi 8100 error code 210.5020 display board- failure there is no patient involvement bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00976977 case subject: npi 8100 error code 210.5020 account name: st elizabeth central account #: 1720801 asset name: 8100 pump module v9.17.0.22 asset location: contact: scott safford contact email: scott.safford@franciscan.alliance.org contact phone: 765-502-4880 contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer was having a error code and wanted to know how to clear it. I explain to the customer that he was having a display error. I also explain to him that he would need to have to replace the display board in order to correct this problem. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: I also explain to him that he would need to have to replace the display board in order to correct this problem. The customer said ok and ended the call. Ref:_00d30y0yr._5000l1qkd5j:ref